Event description:
The dr used bone growth stimulator in his neck. PMA is not for this use. PMA is only for long bones. Sales rep for orthofix showed him how to use. He used stimulator 4 to 6 hrs per day for the first 3 mos and 4 hrs per day after that. Started using-4/96; discontinued use-1/97. Rptr has been diagnosed with reflex sympathetic distrophy. The reason pt accepted the use of the bone growth stimulator is because the dr was chief of staff at the facility. The investigator mailed the pt a medwatch form on 4/21/98.